Event description:
I had my teeth whitened at a spa on a cruise, and afterwards my gums were left painful and my teeth are definitely more sensitive. I searched for the company that make the teeth whitening (megawhite) but couldn't find them on the FDA website. It was done at (B)(6).